Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary procedure, and it was completed by pressing the foot pedal again. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unbale to produce x-rays. A review of the system logfiles found a short circuit in converter 1 (anode). During troubleshooting, the fse removed the tube cover to inspect the wiring and discovered that the red anode wire was loose. The fse secured the red anode wire and reattached the tube cover. After repairs, the system was returned to use in good working order.